Event description:
It was reported that surgeon revised head and liner as patient presented with infected left hip.

Manufacturer narrative:
Device description was reported as an unknown alumina liner. The other device listed in this report: cat. No.: 17-3605e, alumina c-taper head 36mm/+5, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.